Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. There was no other issue noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used in accordance with the dfu/label since there is no evidence of a device misuse.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the cutting wire broke off when the physician cutting the ampulla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke off when the physician cutting the ampulla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.